Event description:
A physician reported that a pt was last treated on 5/16/97 in superficial scars on the cheeks and jawline. On 5/17/97, the pt developed erythema and swelling at the collagen treated sites. The pt returned to the physician's office on 7/7/1997. The physician diagnosed a hypersenitivity and injected intralesional cortisone into the elevated areas.